Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. To address the issue, the customer consumed 140 grams of carbohydrates. At the time of the reported event, blood glucose level was 112 mg/dl. Additionally, a malfunction alarm occurred. Reportedly, the customer reloaded the cartridge successfully and resumed insulin delivery.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a low blood glucose (bg) level of 43 mg/dl was confirmed on 2(B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated. Basal rates were programmed higher in the evening. In addition an extended bolus was delivered the evening of (B)(6) 2018 for 89 grams which is much higher than any other bolus delivered, this may have been in error. There is no evidence that the insulin pump experienced a malfunction or failure.